Event description:
Dr. Reported that an adult female patient was anesthetized on 3/18/94 for a d & c operation by another anesthesiologist. He has been told that the lma insertion was easy and not associated with apparent trauma or undue force. The surgery lasted approximately 30 minutes and there were no problems in the recovery period. Several hours later, the patient noticed a feeling of fullness in her throat which then became painful 'as if she had a foreign body in her throat". She returned home, but the situation continued to worsen and she was seen by an ent surgeon on the 19th march who stated she has a non specific swelling and inflammation of posterior pharyngeal area. Despite oral codeine and the pain worsened and she was re-admitted to hospital. The pain continued for three days despite IV demerol, and has now resolved completely. The ent surgeon re-inspected the pharynx on the 20th and said the appearances were now of a posterior cricoid swelling and similar to pressure necrosis.the lma(s) in this hospital are all sterilized by one technician who uses simple soap and water followed by flash sterilization. They have had no previous problems with reports of sore throat or with accidental use of chemicals on the mask.